Manufacturer narrative:
The service rep replaced the power supply. Also replaced b100, b101, and b104 pcb's. The sys operates as intended.

Event description:
It was reported that 7600 system displayed blurry images. No pt injury was reported.